Manufacturer narrative:
Additional information: a1. Corrected information: b3.

Event description:
Related manufacturing ref: 2184149-2021-00031. During the procedure, a burn occurred at the grounding pad site. Blistering was noted after the procedure which was treated with ointment.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported burn remains unknown.